Event description:
It was reported that during pre-dilatation in the non-calcified/non-tortuous distal left circumflex artery, a 2.0x12 nc trek balloon was inflated one time to 18 atmospheres and the balloon ruptured. A dissection occurred; therefore, a 2.5x12 nc trek balloon was inflated to 18 atmospheres in the left circumflex artery and a 2.5x23 xience prime stent was implanted successfully at the location of the dissection/lesion. The procedure was completed. There was no resistance during advancement or removal of the device and no force was applied. Although there was a clinically significant delay in the procedure, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.